Event description:
It was reported that the implantable cardiac monitor (icm) detected a pause episode due to undersensing qrs complexes and detected bradycardia episodes due to undersensing premature ventricular contractions (pvc). The device remains in use. No patient complications have been reported as a result of this event.